Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 1 year, 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the lvad system produced alarms while connected to external batteries. The patient was asymptomatic. The manufacturer¿s technical service representative reviewed the log files and confirmed the pump stoppage. The pump stoppage event was unable to be reproduced in the hospital setting. An ungrounded power module patient cable was provided to the patient. No additional information was provided.

Manufacturer narrative:
Device investigation: review of the submitted log file confirmed a pump stop event, however, a specific cause could not be conclusively determined through this evaluation. The log file had a recorded pump stop on (B)(6) 2018 while operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue (captured under medwatch report # (B)(4). There were no other atypical alarms and the log file appeared to show the system operating as intended. The submitted x-rays appeared unremarkable. The patient remains ongoing on vad support with no further issues reported. The heartmate ii unshielded power module patient cable IFU explains that the unshielded power module patient cable is easily distinguishable from the standard power module patient cable by the orange color of the bifurcation and the patient identification label. This document also states that patients who are experiencing a short circuit in the driveline should always use the unshielded power module patient cable to connect to the power module and must bring the unshielded power module patient cable during any follow-up visit. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: correction.